Manufacturer narrative:
The device was discarded by user as the leak developed days after the surgery, and therefore could not be returned for investigation.

Event description:
A cs29 device was used in surgery on a prior date. They stated that the pt was sent back to the o.r for leak repair and ileostomy. The surgeon mentioned that in the re-operative procedure, he visualized that the leak was in the anastomotic staple line.